Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Related report for previous report of error code alarm: 3012307300-2023-01248. Additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Information was received indicating during an infusion of 5-fu(fluorouracil) the pump exhibited a no disposable alarm. Per reporter multiple troubleshooting attempts were unsuccessful. It was reported that the patient was instructed to call clinic or go to emergency room to have pump removed. Reported medication rate 1.5, residual volume 95.4; with 48.60 given. Per reporter there was no patient injury and no additional information was available.